Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported during insertion, the guide wire became stuck and uncoiled. As a result, they removed it and opened another kit.